Event description:
Clinical engineering came in early in am to do pms for endoscopy. When physician went to use new esu, the output setting was on high. When testing output, checking from low to high, the tech shut the unit off in high assuming that it would return to lowest setting by default like all of our older units. When inserviced by the vendor, no one was told about the default settings. Patient was not harmed.